Event description:
It was reported to our vns consultant in (B)(4) by a surgeon that he had a pt with high lead impedance. Testing prior to surgery showed high lead impedance. Reported that emg recording was done supporting a lead break. The pt was scheduled to have their full system replaced. At the time of surgery, they only had their lead replaced and will be going back at a later date to implant a new generator as their explanted generator was not able to be interrogated after surgery began. Addressed in medwatch report number 1644487-2011-00996. Good faith attempts are underway to have the product returned for analysis and further info about the circumstances surrounding their high lead impedance event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.